Manufacturer narrative:
The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. The subject device was not returned for evaluation as it was not saved. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a loss of pressure in the aortic root occurred using this intraclude device model icf100. As reported, this was a redo repair with maze procedure. The procedure was performed with minimally invasive (mis) approach. The patient had a porcelain aorta, upon lifting the la retractor, there was a sudden loss of pressure in the aortic root, and the pressure in the balloon was at 30mmhg. Per the surgeon this rupture was not a manufacturing defect but more a user-caused rupture. A new balloon was opened to finish the case. The subject device was noted as not available for return.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.